Event description:
Patient was 9 days post partum and was using hospital supplied ice packs for breast engorgement. She activated the ice pack and placed in the left side of her bra. About 20 minutes later she noticed she felt wet and saw that the ice pack had opened and leaked on both breasts. She immediately washed her skin with soap and water but needed to see a provider due to skin irritation. Provider diagnosed patient with first and second degree burns to her breasts and was also prescribed antibiotics and silvadene.